Event description:
During an in clinic follow-up, loss of capture and failure to sense were observed on the left ventricular (lv) lead. The suspected cause of the event is dislodgement. The device was reprogrammed as an interim solution for the event. The patient was stable.